Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called and reported a failure to attach. No intervention was performed to correct any injury and there was nothing unusual about the patient or procedure which caused the failure to attach. The patient received an endoscopy prior to the procedure and the esophagus appeared normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one capsule was received for evaluation and investigated visually for external damage. The capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. There was no sign of blood or tissue. The capsule electrodes were okay. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report # 9710107-2017-05091 is a duplicate of 9710107-2017-05090 (manufacture reference number: (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.